Manufacturer narrative:
Reference to (B)(4). Product was received in house on the 27 may 2020 - currently awaiting investigation results. Customer confirmed no patient involvement.

Event description:
The probe is good but there is no heart rate detection and no evidence of this unit being dropped. Customer confirmed no patient involvement. Failure found when nurse was checking the equipment.

Manufacturer narrative:
Investigation and findings ref complaint#: (B)(4). It was confirmed the unit had no sound due to corrosion on the circuit board. The circuit board was replaced and tested, the unit passed all functional tests." Diagnostic code labelled as "broken/cracked". Risk review: risk assessment standard spreadsheet, hazard ID 5.32, effect - cannot complete exam or incorrect diagnosis, severity - 3, residual risk - 9, acceptable. Device history record shows unit had passed all the required tests. No manufacturing defects or non-conformances were observed. Service repair investigations will be conducted during the repair process and trend data will be reviewed per (B)(4). Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. No further actions necessary.

Event description:
The probe is good but there is no heart rate detection and no evidence of this unit being dropped. Customer confirmed no patient involvement. Failure found when nurse was checking the equipment.